Event description:
Report received of a leak of chemotherapeutic agent. The pt was receiving a continuous infusion of cisplatin 200mg at a rate of 3 ml/hr. It was reported that when the pt came to the facility to receive a different chemotherapeutic agent, approx two drops of cisplatin were noted to be leaking from the connection site of the tubing set to the top (tapered) portion of the filter. The tubing set was replaced and the infusion of cisplatin was resumed. The pt was reported to have contact with the cisplatin, but the location was unspecified. The staff did not come in contact with this chemotherapeutic agent. There were no reports adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.